Event description:
The pt was not able to feel stimulation and the device was turning off on its own. The pt had no stimulation for couple of weeks prior to the initial report. The programmer batteries were changed and the pt was able to turn the device on and off correctly and increase stimulation settings. The device was still shutting off and the pt would lose stimulation. Additional info is being requested.

Manufacturer narrative:
(B) (4).